Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device¿s image processing computer failed, which would prevent imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) checked the device on site and confirmed that cath lab is down, and the ippc computer has failed. Upon troubleshooting fse inspected the detector and found that the bio-med had made unsuccessful attempts to calibrate it four times and the detector was from 2011. To resolve the issue the third-party service company performed the repairs and installed a new ippc. After the third-party service company installed a new ippc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party maintenance issue, and this does not happen by philips component. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.